Event description:
It was reported the md found the catheter torn during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. After failing functional testing (see below), a small hole/cut was observed in the catheter body directly between the 17cm-18cm markings. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is consistent with contact with a sharp instrument (e.g. Scalpel, scissors). The cut in the catheter measured 45mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 218mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.957mm which is within the specification limits of 2.870mm-2.970mm per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to all four lumens of the returned catheter. When flushing the medial 1 (gray hub) extension line, water was observed leaking out of the hole on the catheter body. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a cut catheter body was confirmed trough complaint investigation. Visual and functional analysis revealed a small cut on the catheter body between the 17cm-18cm markings. The appearance of the cut is consistent with damage due to contact with sharps. The catheter met all relevant dimensional requirements, and a device history record review was performed on a potential lot based on sales history with no relevant findings. Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the md found the catheter torn during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.